Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), post implant of a 29mm sapien 3 valve, the valve embolized. The patient was taken to surgery. The sapien 3 valve was explanted, and a surgical valve was implanted. No further information was provided at the time of the report.

Manufacturer narrative:
Additional information received indicated the sapien 3 valve was deployed where intended. The delivery system was then deflated and held in place as the team observed the valve. At this point, the valve embolized into the ascending aorta. An unsuccessful attempt was made to advance the valve to the descending aorta. An unsuccessful attempt was also made to deploy the valve in the ascending aorta. The procedure was then converted to open surgery. The sapien 3 valve was explanted, and an aortic surgical valve was implanted. The exact cause of the embolization could not be determined. It was speculated that the delivery system may not have been deflated enough to be safely removed post valve deployment. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest procedural factors (inadequate deflation of the delivery system post deployment) may have contributed to the embolization of the valve and subsequent valve explant. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The explanted sapien 3 valve was returned to edwards for evaluation. Visual inspection revealed the valve appeared to be oval shaped from the inflow and outflow. This was likely due to the overexpansion with the 2 inflation balloons. All leaflets appeared to be over stretched and fully open. The frame also appeared to be over expanded. Case imagery review revealed 2 separate balloons were inside the embolized valve. During the inflation of both balloons together, the valve expanded, then recoiled. The complaint was confirmed based on the returned device and imagery. No manufacturing non-conformances were identified during evaluation. Due to insufficient information, a definitive root cause was unable to be determined.